Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the infection was not device related.

Manufacturer narrative:
(B)(4).

Event description:
The patient came in for an evaluation due to pocket weeping. The patient was admitted to hospital for system removal. Patient was seen by ID in hospital and cv surgeon who both feel the cause of infection was related to poor dental care not the implant procedure. The patient had this system removed and no new devices were implanted.